Manufacturer narrative:
The initially reported (product lot # 19065188) was not applicable to this file as it only pertains to (B)(4).

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "fluid leaking from filter connection to tubing. This is our 5th leaking tubing in about 3 months. We have noted that it is leaking during the 18th-22nd hour of a 24- hr infusion of doxorubicin, etoposide and vincristine for at least 4 of the events".

Manufacturer narrative:
The customer's complaint that the tubing leaked at the filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Unable to follow up on the complaint as the customer's name, contact information and the event location were not provided in the medwatch report.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "fluid leaking from filter connection to tubing. This is our 5th leaking tubing in about 3 months. We have noted that it is leaking during the 18th-22nd hour of a 24- hr infusion of doxorubicin, etoposide and vincristine for at least 4 of the events."